Event description:
Hamilton company was informed of an event that occurred on december 15, 2005, in which the hamilton microlab at +2 instrument reportedly emitted smoke from the barcode scanner. No death or injury resulted from this event.